Manufacturer narrative:
(B)(6). (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent and the suture were returned loaded to the delivery system and did not present any damage. The guide catheter was received partially out of the push catheter and it was broken. Both guide catheter and push catheter had kinked/bent in several locations and became stretched at the proximal section of the hub. The reported event was confirmed. Based on product analysis, the delivery system presented several damages, push catheter and guide catheter had kinked/bent, the guide catheter became stretched and was broken. These damages likely affected the overall performance of the device making difficult to deploy the stent. Therefore, it is most likely that procedural factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend of the catheters and stent, this condition can result in issues deploying the stent due to friction between the kinked areas in the catheters, continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breakage. Therefore, adverse event related to procedure, is selected as the most probable root cause for the complaint since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus stent was used in an endoscopic biliary stent placement procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the physician felt resistance while attempting to insert the delivery system into the target site and the guide catheter became stretched. Due to this, the stent was unable to be deployed. The procedure was completed successfully with another flexima plus stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken, therefore this event has been deemed an MDR reportable event. See full investigation results summary.